Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose (bg) level was 54-145 mg/dl. Reportedly, the issue resolved and the customer successfully resumed insulin therapy.